Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The device was tested for flow rate accuracy at a rate of 40ml/hr and a volume to be infused of 8ml and was found to deliver 6.896ml, which is an under-infusion of 13.8%. The cause was determined to be the pressure plate travel out of specification. The device required replacement of the cam shaft and adjustment of the pressure plate travel to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced an under infusion. There was no patient involvement. No additional information is available.